Event description:
The patient is a 69 year old male, 175 cm (5'9") in height and 102 kg (224 lbs) in weight. He has a history of progressive bilateral knee arthritis and high blood pressure. He had a left total knee arthroscopy (tka) in 1987 and a right total knee arthroscopy in 1990. The patient recently complained of progressive pain, swelling, and stiffness in the left knee. He had difficulty with ambulation such as stair climbing, walking on uneven surgaces, or arising from low chairs. He has had arthroscopic surgery and has had minimal relief of his symptoms.the patient had approximately 80 degree of passive flexion at which time "...there was a boggy implant which limited further flexion. There appeared to be evidence of clinical varus. There was evidence of + 1 mediolateral collateral laxitivity, mild anterior-posterior translation."device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.